Event description:
A patient reported blood glucose results of 24.7 and 9.4 mmol/l with a lifescan meter, performed within 20 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Note: patient stated that they have been using one touch control solution on their surestep meter. Advised customer to no longer use this cs.